Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a problem occurred during the intramuscular injection of the patient with the bd integra¿ syringe with detachable needle. "During drug administration, it was very difficult to inject the liquid. There was a lot of resistance on the plunger. At one point the stamper moved very easily, stopped very abruptly, and a piece of metal became visible in the syringe. Further injection was not possible. When removing the syringe from the patient, the needle did not retract into the syringe. There was still a little liquid left in the syringe, and the quantity patient received was difficult to determine. It is probable that the patient didn't receive the correct dose of drug." No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no .device returned to manufacturer: yes.

Event description:
It was reported that a problem occurred during the intramuscular injection of the patient with the bd integra¿ syringe with detachable needle. "During drug administration, it was very difficult to inject the liquid. There was a lot of resistance on the plunger. At one point the stamper moved very easily, stopped very abruptly, and a piece of metal became visible in the syringe. Further injection was not possible. When removing the syringe from the patient, the needle did not retract into the syringe. There was still a little liquid left in the syringe, and the quantity patient received was difficult to determine. It is probable that the patient didn't receive the correct dose of drug." No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. One integra sample was received in an opened package from a reported batch #7177705 (p/n (B)(4). The syringe was obviously used and was covered in unidentified fluid and had fluid residue inside the fluid path. The fluid washed off most of the scale markings from the sample and batch/expiration date from the package. The plunger thumb grip was above the barrel shroud with the stopper at approximately 0.2ml line, indicating premature activation. The metal cutter was activated and showing through the stopper. The needle was not observed under the shield and was likely retracted inside the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The root cause for the premature retraction defect is potentially associated with the assembly process. No corrective actions are necessary based on the defective rate identified. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a problem occurred during the intramuscular injection of the patient with the bd integra¿ syringe with detachable needle. "During drug administration, it was very difficult to inject the liquid. There was a lot of resistance on the plunger. At one point the stamper moved very easily, stopped very abruptly, and a piece of metal became visible in the syringe. Further injection was not possible. When removing the syringe from the patient, the needle did not retract into the syringe. There was still a little liquid left in the syringe, and the quantity patient received was difficult to determine. It is probable that the patient didn't receive the correct dose of drug." No serious injury or medical intervention was reported.